Event description:
It was reported to boston scientific via an article published in the world journal of urology that a comparative retrospective analysis was conducted to evaluate the safety and efficacy of holmium laser enucleation of the prostae (holep) in patients aged over 85 years with indwelling catheter (idc). A of a total of 144 patients, with 71 in the group of patients aged 85 or greater and 73 in the control group with patients under 70 years of age, were evaluated for rate of postoperative spontaneous micturition, with success defined as the ability to resume satisfactory spontaneous voiding without significant post-void residual volume. Holep was performed using a 100 w holmium yag laser generator, a 26fr resectoscope, and a drillcut morcellator (karl storz company). Medical files of patients operated between june 2012 and april 2020, at two academic centers in france, were reviewed to retrieve those with history of acute or chronic urinary retention and trial without catheter (twoc) failure requiring maintenance of idc at the time of surgery. Follow-up assessments were conducted at baseline of 3 months, 6 months, and 12 months. The following intra-operative complications were reported for the older patients group: 3 patients had capsular perforations during procedure, and 2 procedures were converted to transurethral resection of the prostate (turp) due to laser failure. Following the procedures, the following complications were reported: 8 patients required blood transfusions and 17 patients had twoc failure during hospitalization. At 3-months evaluation 5 patients could not void spontaneously, and at 12-months evaluation 2 patients remained with an idc, 8 patients had urinary incontinence, and 10 patients had died. The following intra-operative complications were reported for the younger patients group: 3 patients had capsular perforations and 4 patients had bladder perforations during procedure. Following the procedures, the following complications were reported: 7 patients required blood transfusions and 7 patients had twoc failure during hospitalization. At 12-months evaluation 4 patients had urinary incontinence and 2 patients had died. It was noted that only one death was directly related to surgery (severe sepsis due to pneumonia, complicated by multiorgan failure, leading to death on postoperative day 7). This report is for the blood transfusions, the twoc failures, the urinary incontinence, the capsular and bladder perforations, and for the reported patients that could not void spontaneously and the patients that remained with idc. Reference literature article "comparative study of holep in elderly patients with indwelling catheters: a retrospective dual-center study" included with this report for a full listing of physicians and health care facilities.

Manufacturer narrative:
Klein, c., anract, j., pinar, u., lacroix, x., mansour, r., robert, g., delongchamps, n.b. (2025). "Comparative study of holep in elderly patients with indwelling catheters: a retrospective dual-center study". World journal of urology 43, 75. Https://doi.org/10.1007/s00345-024-05437-9. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block g2: klein, c., anract, j., pinar, u., lacroix, x., mansour, r., robert, g., delongchamps, n.b. (2025). "Comparative study of holep in elderly patients with indwelling catheters: a retrospective dual-center study". World journal of urology 43, 75. Https://doi.org/10.1007/s00345-024-05437-9. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a comparative retrospective analysis was conducted to evaluate the safety and efficacy of holmium laser enucleation of the prostae (holep) in patients aged over 85 years with indwelling catheter (idc). A of a total of 144 patients, with 71 in the group of patients aged 85 or greater and 73 in the control group with patients under 70 years of age, were evaluated for rate of postoperative spontaneous micturition, with success defined as the ability to resume satisfactory spontaneous voiding without significant post-void residual volume. Holep was performed using a 100 w holmium yag laser generator, a 26fr resectoscope, and a drillcut morcellator (karl storz company). Medical files of patients operated between june 2012 and april 2020, at two academic centers in france, were reviewed to retrieve those with history of acute or chronic urinary retention and trial without catheter (twoc) failure requiring maintenance of idc at the time of surgery. Follow-up assessments were conducted at baseline of 3 months, 6 months, and 12 months. The following intra-operative complications were reported for the older patients group: 3 patients had capsular perforations during procedure, and 2 procedures were converted to transurethral resection of the prostate (turp) due to laser failure. Following the procedures, the following complications were reported: 8 patients required blood transfusions and 17 patients had twoc failure during hospitalization. At 3-months evaluation 5 patients could not void spontaneously, and at 12-months evaluation 2 patients remained with an idc, 8 patients had urinary incontinence, and 10 patients had died. The following intra-operative complications were reported for the younger patients group: 3 patients had capsular perforations and 4 patients had bladder perforations during procedure. Following the procedures, the following complications were reported: 7 patients required blood transfusions and 7 patients had twoc failure during hospitalization. At 12-months evaluation 4 patients had urinary incontinence and 2 patients had died. It was noted that only one death was directly related to surgery (severe sepsis due to pneumonia, complicated by multiorgan failure, leading to death on postoperative day 7). This report is for the blood transfusions, the twoc failures, the urinary incontinence, the capsular and bladder perforations, and for the reported patients that could not void spontaneously and the patients that remained with idc. Reference literature article "comparative study of holep in elderly patients with indwelling catheters: a retrospective dual-center study" included with this report for a full listing of physicians and health care facilities.